Event description:
Synthes sales consultant was made aware of a reported death of a woman, status post motor vehicle collision resulting in a closed left segmental femur shaft fracture, compression fractures of t7, l3, and l4, stable pelvic fracture and 7th and 8th rib fractures. Upon admission, patient had an injury severity score of 29 and a glasgow coma score of 15. Patient underwent im nailing within 24 hours of admission. Patient's pulmonary status deteriorated the day after admission, patient died from ards. Upon verbal follow-up with surgeon it was stated that or suction system (not a synthes device) was problematic during the period of time in which the surgery occurred.

Manufacturer narrative:
Ria device is an instrument and is not implanted. Synthes is unable to determine the manufacture date without a lot number. No investigation can be performed, no conclusion can be drawn as no device is available for investigation. Note: source of event information: the information from a retrospective study on the use of ria in femoral shaft fractures initiated this report. The initial notification to synthes on january 5, 2007 was not forwarded to the complaint handling unit until approx nine months later, as the results of surgeon's statements that the ria product was not a factor in the event.